Event description:
Healthcare provider provided ultrasound which reported ¿on the left side, the implant is corrugated, with a trace of fluid around it. In the inferior medial quadrant, on the g7-8 visible hyperechogenic band going from the bend of the implant surface - it is necessary to verify and exclude a possible rupture. Nipples without focal lesions solid and cystic. Inguinal fossa without features of lymphadenopathy.¿ a MRI reported ¿on the left side without signs of damage (visible band with char. Radial fold, not a sign of implant damage). Foci of suspected early enhancement after cm or diffusion limitation in breast have not been demonstrated. Axillary lymph nodes not enlarged, parasternal areas free¿. This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Additional, changed, and/or corrected data: b.1., b.5., h.6., h.11.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ crease / folding of implant: observed creases on device. ¿ rupture: not observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late- breast: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d.9., g4, h.3., h4, h.6.

Event description:
Healthcare provider provided ultrasound which reported ¿on the left side, the implant is corrugated, with a trace of fluid around it. In the inferior medial quadrant, on the g7-8 visible hyperechogenic band going from the bend of the implant surface - it is necessary to verify and exclude a possible rupture. Nipples without focal lesions solid and cystic. Inguinal fossa without features of lymphadenopathy.¿ a MRI reported ¿on the left side without signs of damage (visible band with char. Radial fold, not a sign of implant damage). Foci of suspected early enhancement after cm or diffusion limitation in breast have not been demonstrated. Axillary lymph nodes not enlarged, parasternal areas free¿. This record is for the left side. The device has been explanted.